Manufacturer narrative:
An event regarding infection involving an unknown shell was reported. The event was confirmed from the medical review. The clinical consultant concluded: persistent infection over the years with several attempts at cure using I&d which proved ineffective initially requiring a further two-stage approach with antibiotic bead implantation and later reimplantation. Even after two-stage exchange in 2015, infection did return requiring another I&d. Infection is a procedure-related complication of any type of arthroplasty with in this case additional patient-related risk factors for infection as related to a dental procedure without antibiotic prophylaxis. All reported infectious instances share the same root cause for infection even though components have changed over time and various treatments were performed. Conclusions: a review of the event by a clinical consultant concluded: infection is a procedure-related complication of any type of arthroplasty with in this case additional patient-related risk factors for infection as related to a dental procedure without antibiotic prophylaxis. All reported infectious instances share the same root cause for infection even though components have changed over time and various treatments were performed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
In 2010, after patient had cup and liner replaced patient developed an open wound with drainage at the surgical site 3 months post op. Patient was then revised - all implants were removed and surgeon implanted an antibiotic spacer.

Manufacturer narrative:
Other devices listed in this report: description: unknown #4 meridian tmzf stem. Description: unknown 36mm alumina ceramic on ceramic head. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer

Event description:
In 2010, after patient had cup and liner replaced patient developed an open wound with drainage at the surgical site 3 months post op. Patient was then revised: all implants were removed and surgeon implanted an antibiotic spacer.